Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower patient information was not crossing. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication not populating on 1 station. The technical support specialist (tss) ran the patient query, and the message went through successfully. The tss logged into the station and was able to view the patient's profile. The tss called the customer back to get an update on the error. The customer mentioned that the error had been resolved and confirmed that the case could be closed. The system functioned as intended after technical support specialist resolved the issue.